Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -14.5 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to a pressure spike. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Implanted date - (B)(6) 2016. Explanted date - (B)(6) 2016. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Based on the complaint history, work order search and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the lens was implanted on (B)(6) 2016 and removed from the left eye (os) on (B)(6) 2016 due to excessive vaulting. The patient experienced narrowing of the angle, shallowing of the anterior chamber depth and a little pain. The patient's post-op best-corrected visual acuity was 20/15. The reporter indicated the cause of the event was not the device but was due to lens size selection (too large).